Event description:
We had a pt arrive today with the red clamp broken on his trifusion. Trifusion clamp broken, no pt injury, no lot number available and sample was not saved.

Manufacturer narrative:
The device has not been returned to the MFR for eval, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complainant.